Event description:
After an implantation period of approximately 72 months it was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was extracted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 41 cm distal to the df4 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 19.5 cm distal to the df4 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, a stretched rv shock coil was found, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.